Event description:
It was reported that it was difficult to cut through hub and that it required re-threading the catheter in the universal slitter. Part way into the cut, the catheter broke off requiring re-threading of slitter remaining catheter still in the body. The catheter was removed successfully without displacing the coronary sinus (cs) lead or causing any problems for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the catheter was returned and analysis found that it was slit spirally (technique issue) and the slitter was not returned. There was blood on the catheter and it was kinked at various locations. There was catheter separation at 28 cm from the hub. Visual analysis noted that the lead was damaged at implant.